Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call that they had a battery out limit alarm on the insulin pump. Customer also reported a keypad anomaly. The customer stated the escape and act button were not functional. Customer's blood glucose was unknown. The customer stated they were caught in the rain while connected to the insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
No unexpected battery out limit alarms were noted. The pump passed the displacement and off no power tests. The operating currents were within specification. Moisture damage was noted on the motor assembly and all electronic assemblies. The pump had intermittent button response on the down arrow button due to corroded keypad traces. The pump also had minor scratches on the lcd window, a cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads and a missing end cap sticker.